Event description:
Request FDA add'l clinical review of aquacel, anti-microbial application, I'm requesting your assistance to conduct further studies of current empirical data which currently exists with the application of aquacel, an anti-microbial approach to treating deep tissue recover/burns from the results of surgery or burns. I'm not looking for culpability or negligence on behalf of anyone holistically. My intent is to discover if there is a problem with the aquacel hydrofiber, as it applies to exudate management. It's not just "every pt reacts differently" to treatment. I have suffered from 2nd and 3rd order effects of utilizing aquacel, from day one, and would appreciate any attention you can analyze/investigate to prevent this from happening again. My horrific burns have prevented me from returning to full duty as a federal agent. Photos avail? On (B)(6) 2017, dr (B)(6), conducted a partial right knee replacement. After surgery, dr (B)(6) applied an aquacel surgical dressing to the surgical site. Upon discharge, I was advised to not remove the aquacel surgical dressing for 10-14 days. On (B)(6) 2017, I noticed a blister had formed to the bottom left side of the dressing area. On (B)(6) 2017, the blister had popped and began to ooze. Add'l blisters were forming around the edges of the dressing. On (B)(6) 2017, the husband contacted dr (B)(6)'s office requesting advice regarding the blistering and oozing. In addition, he requested to remove the aquacel dressing. Continuing on (B)(6) 2017, dr (B)(6) nurse advised to remove the aquacel dressing and sent pictures of the area. Furthermore on (B)(6) 2017, my husband removed the aquacel dressing and entire area under the dressing had developed a 3rd degree burn and add'l 6-8 blisters on top of the burned area. Some of the blisters were 2-4 layers deep. The burned area and blisters were raw and more painful than the actual knee replacement surgery. On (B)(6) 2017, dr (B)(6) pa advised at the post operation appt that another female pt had the same experience a week before my surgery. I requested the lot number of the aquacel and was advised (B)(6) hospital should have the lot number in the records. Also, I was advised that several pts had the similar problem in (B)(6) 2017. I was told that dr (B)(6) office was checking with the company making aquacel to see if there was a problem with a lot. In (B)(6) 2018, I contacted convatec company, aquacel, via email and was called back days later. I was informed that some people have different reactions to things and requested photographs of my knee. I advised I had provided photographs in my initial email; however, again provide photographs. I have never heard back from convatec company. These burns have slowed down my recovery period and caused major scarring. Dr (B)(6) has tried prescribing different topical creams and nerve medicine. I have tried mederma and other herbal oils trying to reduce the scarring with no luck. I have completed two sets of 3 genicular nerve block shots trying to reduce the nerve pain and sensitivity caused by the burns from the aquacel surgical dressing. I also went to physical therapy for 8 months and continue to have problems with my knee. Conclusion: I would like to have the FDA research / analysis whether or not, 1.02 ionic silver is the cause of my 2nd and 3rd order effects of utilizing, as prescribed, is the result of my traumatic burns as depicted in exhibit 1 and 2 above; research outside of the scope of "every pt reacts differently", and determine through clinical studies whether or not damages should be determined upon pt education, clinical misinterpretation, or product failure; determine if the efficacy of aquacel vs 2nd and 3rd order effects as demonstrated above are worth the end-state of anti-microbial infections. Quantity: 1 patch(es); frequency: for 10-14 days - transdermal. Date the person first started taking or using the product: (B)(6) 2017; date the person stopped taking our using the product: (B)(6) 2017. Partial right knee replacement.